Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using silverhawk along with non medtronic 6fr sheath and guide wire to treat a moderately calcified lesion in the right distal tibial/popliteal trunk with chronic total occlusion (cto-100%). The vessel was moderately tortuous with 4 mm diameter. The vessel was pre dilated but not post dilated. IFU was followed during preparation, procedure and post procedure. It was reported that the device tip detached during withdrawal. Moderate resistance was felt and the nosecone detached. The silverhawk was used to shave the distal popiteal and pt trunk. After shaving, the device was inside the sheath coming across the external iliac and the nosecone separated and remained in the sheath after the catheter was removed. The nosecone remained on the wire inside the sheath until the sheath was removed. A non medtronic device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Additional information: it could not be visualized if the tip separated at the hinge pin but angiographically, no parts were visualized in the patient. The device was safely removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device return the silverhawk was inspected and it was discovered the distal assembly was fractured apart. The fracture occurred approximately 1cm distal the cutter window. The length of the distal assembly fractured off was approximately 2cm. The guidewire tubing showed zipper tearing. The fracture face was ductile in nature. The torque shaft gw tubing showed zipper tearing. The cutter assembly was located within the cutter window. If information is provided in the future, a supplemental report will be issued.